Manufacturer narrative:
No return is expected for this product; therefore, the complaint of the assist rails missing their end caps could not be confirmed, and the underlying cause could not be determined. After speaking with the facility, it is unknown whether the end caps were missing upon receipt or if they fell off during use. It is unknown if the rails assembled to the bed were the rails originally provided in the bed package, as the facility was unable to provide the lot number of the rails and also stated that the rails are interchanged between beds within the facility. The ihrailae-dlx assist rail installation user manual states, "to avoid death, injury or damage due to improper maintenance or inspection - always maintain and inspect equipment per the instructions in this manual. Contact a qualified technician or invacare if any of the following issues are present: loose or missing parts such as end caps, knobs, bolts, screws etc., should be secured or replaced." Replacement assist rail plug kits were issued to the dealer for repair.

Event description:
Dealer stated that a facility reported that the ihrailae-dlx assist rails on the ihsc900dlx bed were missing end caps.